Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located on the mildly tortuous and severely calcified mid left anterior descending artery (lad). A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 6 atm. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure. It was further reported that the balloon ruptured upon initial inflation at 6 atm for 3-5 seconds.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located on the mildly tortuous and severely calcified mid left anterior descending artery (lad). A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 6 atm. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located on the mildly tortuous and severely calcified mid left anterior descending artery (lad). A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 6 atm. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure. It was further reported that the balloon ruptured upon initial inflation at 6 atm for 3-5 seconds.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues were noted with the hypotube shaft. No kinks or damages were noted with the polymer shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.